Event description:
The patient's son reported that the patient passed away on (B)(6) 2022. No additional information documented. The following product information reflects the last dispense by (B)(6) pharmacy (delivered 30nov2021) and was not provided by the primary reporter.